Event description:
In 2001, pt was not feeling well. A blood glucose test on the ss meter was 309mg/dl at 1:30pm. A visiting nurse was called and found the pt's pulse 'down' and blood pressure 'up'. Emt arrived at 2:15pm and obtained a 168mg/dl result. Emt did not treat pt but transported pt to the hosp no hosp bs result are available. Pt was transferred to hosp where pt was admitted with a diagnosis of kidney failure due to large doses of diuretics. Pt was discharged 10 days later with the same diagnosis. No other info is available. No past ss meter readings are available. No allegations of harm have been made.